Event description:
It was reported that a homechoice device delivered electric shocks. This occurred during infusion of peritoneal dialysis therapy and when the patient touched the device. The reporter stated that the patient was the only person who experienced the shocks and other people who helped the patient did not get shocked. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A trend review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation: the homechoice (hc) was returned and evaluated. No abnormalities were identified during visual inspection. Functional testing of the device could not confirm the reported problem. The pneumatic system was tested and found no issues. Electrical testing and a simulated therapy were performed with no issues noted. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. The event history log review found no alarms or failures associated with the reported problem. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The reported problem could not be confirmed during sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.